Manufacturer narrative:
Iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4)

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop with angle closure and shallowing of antieror chamber. Due to excessive vault, elevated iop with angle closure and shallowing of antieror chamber the lens was exchanged for a same model, power but shorter length lens. The problem was resolved. Cause of the event is unknown.